Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has received no delivery alarms every couple of months. The customer has reported scratches to the pump screen that makes it hard to read, pump rewind anomalies, and motor error alarms. The customer also mentioned that the reservoir does not screw in tight. Blood glucose level was unknown. Troubleshooting was not completed as the customer declined transfer to the 24 hour technical support department. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.

Manufacturer narrative:
Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery alarm, unexpected rewind anomalies, motor error alarm due to lcd is severely and impairs the vision of the screen. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).